Event description:
The stapler was fired and the entire staple line leaked when the staple line was tested intraoperatively. The staple line was completely oversewn and a diverting colostomy was performed. Lar.